Event description:
The patient contacted lifescan alleging that their one touch ultra meter was displaying the apply sample icon and the test would not start. The medical affairs specialist (mas) spoke with the patient in 2005. The patient has owned the reported meter for more than 2 years. They never had a problem with the meter until the time of concern. They take actos, 1 pill each morning. They do not adjust their medication based on the meter readings. They have had several afternoon episodes of weakness, shakiness, and blurred vision. On one occasion, they tested with the reported meter while symptomatic and obtained a result of 47 mg/dl; the meter result agreed with the patient's symptoms of hypoglycemia. They drank orange juice and ate something each time they had symptoms of hypoglycemia. There is no indication that the product contributed to the patient experiencing injury. The customer care representative walked the patient through two attempts at testing with a new test strip; the test did not start on either attempt. As the issue was not resolved, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced. The mas walked the patient through testing with the replacement meter; a result of 91 mg/dl was obtained.